Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
It was reported that the patient was hospitalized on (B)(6), (B)(6) 2011 with a blood glucose (bg) of 560 mg/dl. The patient was reportedly placed on intravenous insulin drip and was later changed to lantus injections. The patient was reportedly sent home and instructed by his health care provider to resume insulin pump treatment. It was reported that the patient changed the site on (B)(6) 2011 following an occlusion alarm and bg continued to elevate; bg at the time of the site change was 314 mg/dl, by 7:35 pm the patient's bg was 348 mg/dl, by 10:00 pm bg was 471 mg/dl. The patient reported that on (B)(6) 2011 at 2:30 am his bg was 484 mg/dl, at 9:20 am was 408 mg/dl, by 11:00 pm his bg was 567 mg/dl and he went to hospital. The pump setting were confirmed by the reporter. The site was reportedly removed and discarded while the patient was in the hospital. Customer support concluded that the bg elevation was likely due to a site issue. This report is made based on the allegation the patient experienced hyperglycemia while using insulin pump therapy.